Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, when a safari xs guidewire was advanced into the left ventricle, atrio?ventricular (av) block occurred. Subsequently, a permanent pacemaker was implanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).